Manufacturer narrative:
The device was returned. However, an evaluation has not yet taken place, and the investigation as a whole is on-going. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd autoclavable camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to capture the additional information received from the initial reporter and captured in b5 as well as an updated code in h6. Should further information be provided prior to the conclusion of the investigation, another report will be provided.

Event description:
Additional information was received from the initial reporter noting that this event was found during pre-use inspection. There is not patient or procedural information for reference.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was surmised that an image was not displayed due to a leak from the cable and the charged coupled device. We could not assume the cause of leak from the cable and the charged coupled device. Olympus will continue to monitor field performance for this device.